Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed, de novo and concentric target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. A 1.5mmx20mmx142cm sterling balloon catheter was advanced to predilate the lesion. On the first inflation, the balloon ruptured at 6 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.